Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "inside of the light guide lens was stained" was caused by a was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in ¿tjf-q190v operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope air/water cylinder and air/water tube had foreign objects, and inside of the light guide lens had a stain. There were no reports of patient involvement.